Event description:
It was reported that the main cover for the external pulse generator (epg) was missing. Technical services (ts) provided the part number so the biomedical engineer (be) could order a replacement cover. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).